Manufacturer narrative:
Concomitant medical products: product ID 3537, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative reported that there was a sudden change in therapy/ symptoms. The controllers were the issue. It was noted that the device would not power up.